Manufacturer narrative:
Corrected data: after submission of the initial report, it was realized that explant date was inadvertently populated, but is not applicable as the lens not explanted but was inserted and removed in the same surgical procedure. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted,give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: the reported product was returned for investigation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony toric multifocal intraocular lens (model zxt225 +27.5 diopter) was implanted, removed and replaced in the same surgical procedure from patient's left eye because of a posterior capsular tear. Additional information was received, and it was learnt that the incision was enlarged, a vitrectomy was required and sutures were used during this procedure. Lens model zma00 +26.0 diopter was used as the replacement lens for the patient. Patient was reported as doing good. No further information provided.